Event description:
The following has been reported: biomed reported: 'active valve motor failure. No active infusion stopped or any patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Though no problem arose, the valve pins had excessive debris on the them. The fva lip seals and loading pin lip seals and their channels were cleaned with alcohol. The loading pins were not functioning properly and will be removed and replaced during repair. The handle o-ring was found to be unseated. The handle had some deep scuffs on it. The lcd screen screw mounts were also found to be broken. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.